Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Base hardware failure and battery communication timeout were found in event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was unable to be found. Actions were taken to mitigate the reported issue: replaced interconnect board and battery as preventive measures.

Event description:
It was reported that the device was presenting with battery depleted alarms. No patient injury was reported.